Event description:
It was reported the distal line of the cvc broke while transferring the patient from shower to bed. The catheter was inserted in the jugular and had been inserted for a few days. Three infusions were running at the time of the incident. The line was immediately clamped and the device was replaced. The consequence for the patient was bleeding. The customer could not comment on the blood loss, but noted the nurse said the bleeding "was important". No medical intervention was reported other than clamping the line. The patient was reported to be out of the hospital.

Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc for analysis. Signs of use were observed on the catheter body and inside the extension lines. Visual inspection of the catheter revealed the distal luer hub separated from its extension line. Remains of the extension line molding were observed inside the separated luer hub. The extension line separation point was observed to be rough and jagged. The catheter body length measured 164mm, which is within the specifications of 158.5-175mm per product drawing. The distal extension line outer diameter measured 2.16mm, which is within the specifications of 2.13-2.21mm per product drawing. The distal extension line inner diameter measured 1.4478mm, which is within the specifications of 1.42-1.50mm per product drawing. This indicates that the wall thickness measured within specifications. Functional inspection of the catheter was performed per the product instructions for use (IFU) which states "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The medial and proximal extension lines were flushed using a lab inventory 10ml syringe. Both extension lines flushed as expected. No leaks or blockages were observed. A manual tug test confirmed the medial and proximal extension lines were secured onto their respective luer hubs. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested.". The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. A CAPA 152 has previously been initiated to address this issue. The CAPA investigation indicated the root cause of this issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend complaints of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the distal line of the cvc broke while transferring the patient from shower to bed. The catheter was inserted in the jugular and had been inserted for a few days. Three infusions were running at the time of the incident. The line was immediately clamped and the device was replaced. The consequence for the patient was bleeding. The customer could not comment on the blood loss, but noted the nurse said the bleeding "was important". No medical intervention was reported other than clamping the line. The patient was reported to be out of the hospital.